Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37085-40, serial/lot #: (B)(4), ubd: 07-mar-2016, UDI#: (B)(4); product ID: 37085-40, serial/lot #: (B)(4), ubd: 07-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the extensions and the ins had to be revised to the other side because the patient needed chemo in the area where the ins was initially. Today, there was a scab on the head and when it fell off they could see a white thing, which may be the boot, in an open area. It was unknown if the issue was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which as confirmed with the healthcare provider (hcp), reported the chemotherapy was unrelated to the patient¿s device/therapy. In addition, the rep. Stated it was unknown if the cause of the scab/boot showing was determined or if the issue was resolved. The consumer was going to speak with their hcp for follow-up. No further complications were anticipated.